Manufacturer narrative:
By the check of the device history records, no pre-existing anomaly was detected on the liners with lot n. 17at0ja, ster. (B)(4). This is the first and only complaint received on this lot number (17at0ja). A final MDR will be submitted after the final investigation.

Event description:
Shoulder revision surgery due to breakage of the liner with code (B)(6) and lot n. 17at0ja, ster. (B)(6). The revision surgery took place on (B)(6) 2022, the previous surgery on (B)(6) 2020. Event occurred in (B)(6).

Manufacturer narrative:
By the check of the device history records, no pre-existing anomaly was detected on the (B)(4) that belong to lot n. 17at0ja, ster. 1700198. According to our records, (B)(4) with the same lot number (17at0ja) have already been implanted and this is the first and only complaint received on this lot number. Very few information was shared with limacorporate concerning this case. Specifically, the following details useful for the investigation, were requested, but they were not available: - availability of the explanted components to be returned to limacorporate for analysis, - additional patient data such as activity level, any trauma experienced, - x-rays. Without the possibility to analyze the involved liner, nor the x-rays, the cause of the reported incident cannot be investigated further. However, based on the absence of pre-existing anomaly detected by the check of the device history records, we can state that the involved liner was manufactured compliant to drawings specifications and in line with the required checks. In conclusion, on the basis of the few available information, the cause of the revision surgery cannot be determined, but based on the production documents check, we cannot classify this event as product-related. Pms data: based on limacorporate pms data, we estimate a revision rated due to l1 liners (product codes 1377.50.005-1377.50.020-1377.50.010-1377.50.030) dislocation and/or breakage of (B)(4). In about the (B)(4) of these cases, patient-related factors (such as rotator cuff failure, trauma, extreme activity), were identified as contributory factors. No corrective action needed following this complaint. Limacorporate will keep the market monitored to promptly detect any further similar incident.

Event description:
Left shoulder revision surgery due to dislocation and breakage of the liner with code 1377.50.005 and lot n. 17at0ja, ster. 1700198. The revision surgery took place on (B)(6) 2022, the previous surgery on (B)(6) 2020. The postoperative course of the previous surgery was reported as uneventful and satisfactory. However, after discomfort in (B)(6) 2021, during the consultation in (B)(6) 2021, liner wear/dislocation was suspected. The patient is 63 years old, female. This incident occurred in germany.